Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27.

Event description:
The customer reported (B)(6) havab igg results one patient sample. The results provided for serial number (B)(4) were: (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. An increase in complaints was observed. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.